Manufacturer narrative:
(B)(4).

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 89 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
During service at baxter, a technician reported a colleague infusion pump that had failure code 810:11 that was caused by an ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4). The fca (field corrective action) number has been provided.